Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose around 390 mg/dl while using the ilet and chose to disconnect and administer external insulin until glucose trended down, after which a caregiver helped reattach the pump; the device problem and component were not specified, and the cause remained unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.